Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer loaded a new cartridge to resolve the issue. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.